Event description:
As reported, the nurse prepared the balloons as usual as described in the IFU. There was no abnormality of the balloon. The surgeon placed the 1st balloon and while pulling back the balloon burst. The same thing happened 4 times, using a new balloon catheter every time. It was further indicated that there was no calcification the arteries of the patient, the thrombus was fresh. The surgeon could not explain why the 4 balloons burst. Follow up indicated that according to the surgeon the balloons were still attached to the catheters. The surgeon was contacted again and then he said that he first tried with a 5f (12tlw05f35), afterwards he used 3 times the 4f vascular catheter. There were no patient complications reported.

Manufacturer narrative:
One catheter was received without the packaging or the syringe. The catheter was received in the lab coiled into a circle. There was no visible damage observed to the catheter body. The balloon and balloon windings were visually inspected for indication of damage or abnormality. The balloon was found to be ruptured completely around the circumference, extending to the distal windings. The catheter body under the balloon latex is twisted in the inflation slot. There appears to be latex missing. Although the reported defect was confirmed, there was no evidence of a manufacturing defect found during the evaluation. It could not be determined if some anatomical or procedural factors may have contributed to the balloon rupture. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.